Event description:
A patient with newly diagnosed leukemia, was hospitalized for treatment. C-tpns device was inserted in left side in 2003. The device was removed in 2003 due to infection. A new c-tpns catheter was inserted on the right side the following day. In 2003, the catheter was damaged and repaired with c-rchs-6.5. The catheter functioned fine until 7 months later, when it broke and had to be removed. The new c-tpns is placed over an guidewire through the damaged catheter. X-ray was performed, which only revealed the catheter tip. The x-ray did not show the ventricles. The catheter was functioning fine. In 2003, x-ray is performed due to coughing symptoms from the pt. At this time, a foreign body was revealed to be detached and in the right ventricle of the heart. This foregin body was removed through heart catheterization in 2003. The catheter was removed and changed over a guidewire. The physician feels the guide wire has pushed the metal piece into the heart.